Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed a continuous rate test. During testing, and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. H3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. The tamper seal was not removed or broken. Visual inspection noted the device was used, not in its original packaging, decontaminated, and had scratches on the lcd lens. There was no evidence in the error/event history log. Functional testing could not confirm the complaint. The customer's reported problem was not replicated. No problem found. Investigators were unable to determine the user error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Standard preventative maintenance was performed.